Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the staple line was incomplete distally. The anvil part got banned post-firing. Staple line was oversewn to fix the problem.